Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 466 mg/dl while wearing the pod between 4 and 24 hours on the arm. Treatment included boluses, including one of 4.65 units after the 466 mg/dl reading. When the patient got to the hospital her bg was 373 mg/dl. The hospital took the pod off to manually treat. When they checked again she was at 340 mg/dl. While in the hospital the patient's blood glucose levels dropped too low and was diagnosed with hypoglycemia. She also had high potassium and high blood pressure. The patient was treated with insulin and an unknown medication to raise bg. The patient was released the following day. The pod was thrown away.